Event description:
The facility representative reported a colleague infusion pump that was "alarming 550:320". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 550:320 was not confirmed during service evaluation; however, the quality engineer has identified failure code 500:320 as the confirmed reported condition. The assignable cause was a stuck panel lockout key. The lockout key was unstuck to resolve the reported condition. Additional information: the user interface module software version is 5.09.90. Should additional information become available, a follow-up medwatch will be submitted.